Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the pericardial effusion could not be determined based on the information available. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The relationship between the ivl balloon rupture and the reported pericardial effusion could not be determined with the information available. This is a known inherent risk with the procedure and the use of the device. The shockwave intravascular lithotripsy (ivl) system with the shockwave c2+ coronary ivl catheter generates acoustic pressure pulses within the target treatment site, disrupting calcium within the lesion allowing subsequent dilatation of a coronary artery stenosis using low balloon pressure not to exceed 4 atm during ivl treatment, and 6 atm for post dilatation. The pressure used for the ivl balloon catheter is much lower than other balloon catheters used in percutaneous coronary intervention (pci), thus the risk associated with loss of balloon pressure during ivl catheter use is negligible. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. The root cause for the subsequent perforation of the patient could not be definitively determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). The ivl balloon ruptured after 6 treatment cycles. Another ivl balloon was used and delivered 12 treatment cycles. The procedure was successfully completed with stenting. The night of the index procedure and the following day, the patient experienced pleuritic chest pains. An echocardiogram showed a small pericardial effusion. The event was resolved after the patient was put on IV medrolin for 36 hours. The physician reviewed the films and found no evidence of extravasation or a perforation. This report is for the first catheter used in the procedure (refer to MDR 3015053858-2024-00066 for the second catheter).